Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy. This occurred while the home patient (hp) was connected, during dwell. The hp stated that there was nothing unusual noted about the supplies. The technical service representative (tsr) reviewed the alarm with the hp, assisted them with troubleshooting, and advised them to start over with all new supplies. Proper procedures, per the user manual, were reviewed with the hp. There was patient involvement, however there was no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This condition could not be confirmed, as the disposable set was not returned to baxter for evaluation. Therefore the cause could not be determined.